Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, since the socket was changed, it is speculated that the communication with the scope failed because of the use of the scope with foreign objects such as dust and the remainder of the chemical solution attached to the electric contact point of the scope connector, and the b30 error was reported. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the error b30 which indicated that there was the communication problem between the endoscope and video processor was displayed. The user states that the user uses only 170 series videoscopes, the 170 series videoscope is connected to another video system center and works without any problem. The error b30 occurred on the subject device only. The technical support of olympus (B)(4) found the traces of moisture in the connection socket of the subject device and replaced it to new one. There was no report of patient injury associated with the event.